Event description:
It was reported that the patient went to the clinic because they felt pacing and heard tones. Interrogation of the device indicated that the device had a por (power on reset). The por was cleared and the device was reprogrammed back to its settings which included lia (lead integrity alert). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters for write to locked ram, (B)(4), data=02, on (B)(6) 2011. Patient alert for por on (B)(6) 2011. Device was not returned, but diagnostic information is consistent with reported event.